Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 120 ohms. The shock impedance trend shows measurements in the 170 ohm to 200 ohm range over the last year. Boston scientific technical services (ts) indicated that they suspect there is an issue with the rv lead shocking coil and recommended a lead replacement to the boston scientific representative (rep). Ts discussed that the physician could choose to perform a commanded maximum energy shock to determine the actual shock delivery impedance. Ts also explained what can happen when the shock impedance is greater than 145 ohms and that the shock waveform may be truncated or monophasic, which may not be effective in rhythm conversion. The lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.